Event description:
Drug/diluent: unk, fill volume: unk, flow rate: unk, procedure: antibiotic therapy, cathplace: unk. The pump was empty in 20 hrs instead of 24 hrs. Pt contact: yes. Adverse event: no. Medical intervention: no.

Manufacturer narrative:
Method: sample has not yet been rec'd, but was reported to be available. Results: w/o the actual product, an analysis cannot be conducted. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specifications prior to release. Conclusions: if add'l info pertinent to this event becomes available, I-flow will submit a f/u report.